Event description:
It was reported that the implantable neurostimulator was implanted 41 days after use by date. No further information was given. A supplemental report will be sent if any new information is received.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 3387s-40, lot# va00848, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).